Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. Proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide.¿ the guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, it was reported that a patient experienced a leak in a transfer set. This occurred during drain one of peritoneal dialysis therapy. The care giver reported that the patient disconnected from the patient line and did not close the transfer set which caused the transfer set to leak. The care giver closed the transfer set and sterilized it before the patient reconnected. The technical services representative reviewed proper procedures with the care giver. There was patient involvement but no patient injury or medical intervention associated with this event. No additional information is available.